Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 378 mg/dl and a moderate ketone level identified as dangerous by healthcare professional. Reportedly, the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 378 mg/dl; however, customer was unable to provide the meter bg reading. This level of inaccuracy does not present significant medical risk according to the parkes error grid. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 07/11/22 with the issue resolved and no permanent damage.